Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a disconnection between the homechoice (hc) disposable with cassette line and a supply bag. This occurred during dwell one of peritoneal dialysis therapy and resulted in fluid spilling. The care giver (cg) then disconnected the patient from the hc machine. The technical service representative assisted the cg in opening the hc door. The patient would start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The known cause of this leak is the supply bag disconnecting without falling. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.